Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the pacemaker's set screw would not tighten. The device was not used and another device was used. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of set screw unable to fix the lead was not confirmed. Visual inspection of the set screw was normal with no anomalies. During analysis, a lead was inserted and removed multiple times with normal force, and the setscrew fixed the lead to the chamber without anomalies. Electrical, mechanical and longevity assessments were normal.